Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.

Event description:
It was reported that a distal thread on a 4.5 mm cannulated screw broke during surgery due to dense bone. The patient was being treated for a right proximal ulna-avulsion fix. The surgeon implanted a 4.5 mm cannulated screw and washer. Prior to screw insertion, the surgeon drilled near the cortex only with a 3.2 mm drill bit. During screw insertion, it was discovered that the patient had extremely hard bone, making screw insertion very difficult. It was discovered with a fluoroscopy that a distal thread on the screw broke off. The surgeon removed the screw and washer and re-drilled the near and far cortex. A new screw and the same washer were implanted. An extremely small fragment from the broken screw thread remains in the patient. The surgery was done with a successful outcome. The procedure was extended by less than 2 minutes. This report is for an unknown cannulated screw. This is report 1 of 1 for complaint (B)(4).